Event description:
A motor movement error was detected, which led to a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, ensuring the malfunction did not recur, and advised continued use of the pump with instructions to call back if the issue happened again.